Event description:
New information received notes that programming changes were performed on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.